Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia and had high blood glucose levels of 24 mmol/l and the insulin pump received insulin flow block alarm due to site occlusion. The customer reported that she had current blood glucose levels of 12 mmol/l. Troubleshooting was performed. The insulin pump was functioning as designed and insulin exited during the priming. Product is not expected to return.